Manufacturer narrative:
(B)(4). Date sent: 12/20/2019. Batch # t92k7x. Investigation summary: the analysis results found that the er320 device was received with the trigger partially closed. In order to replicate the reported incident, the device was cycled and it fed and formed 17 clips. However, upon each actuation of the trigger, it was noted that the clips were fed slower than expected. Finally, it locked out as intended. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. The device opened and closed without any difficulties noted. The damage on the device could be due to the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. Attempts are being made to obtain the following information. To date, no response has been provided. If further device or further details are received at a later date a, supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the product didn't open after closed on tissue. The part which the device was holding on has been cut and the device was removed. There was no patient consequence.